Event description:
It was reported that this right ventricular (rv) lead was explanted due loss of capture with asystole less than 2 seconds, as a result of a dislodgment. It was successfully replaced with a new lead. No additional adverse patient effects were reported. This device is not expected to return for analysis.

Manufacturer narrative:
Should additional information become available, this report will be updated.